Event description:
The customer contact reported a tubing separation. Prior to patient use, the tubing was reported to be "broken in the region of cassette and proximal tube." Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.